Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump system. Pump drug information was unknown. It was reported that the patient called into the clinic, stating that she wasn't feeling well. The patient went to the clinic to see the physician assistant (pa), who sent a picture of the pump site to the physician. It was determined that the pump site was infected. The physician brought the patient to surgery that afternoon ((B)(6) 2023) and removed the catheter and pump. The patient's pump was explanted due to patient symptoms and presentation. The pump and catheter would not be replaced. Per the physician, the patient had an ulcer at the pump site. He noted that the incisions had healed and the patient was doing well for several months. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. It was noted that, per the physician, a refill was performed one week prior to this report. At the time of this report, the issue was resolved and the patient status was "alive-no injury". The patient's weight and medical history were asked but were unknown.